Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 4 and 24 hours, while wearing it when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received fully deployed. The download data returned an 0x3d alarm, indicating that the step sensor was asserted before wire driven. This is an indication of a pod that is leaking. Upon testing the fluid path, a tear in the unexposed portion of the soft cannula was observed during investigation. The leaking fluid can be seen exiting the site of the tear. The fluid leaking from the unexposed portion of the cannula is what caused the 0x3d alarm. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.